Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows that there are nicks and gouges and scratches on the inferior superior sides of the device. There is a large rounded gouge on the anterior surface of the device underneath the patellar recess, which could not have resulted from using the proper articular surface inserter but rather looks like the aticular surface was pushed with an instrument featuring a rounded tip. The front locking rail is damaged as if the articular surface was pushed down against the corresponding rail of the tibial tray before the posterior locking rail was fully engaged in the tibial tray. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date, and the device did not fit properly into the tibial tray. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.